Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include cut in the bending section cover. The most probable cause of this complaint is traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope exhibited a tear in the insulation at the distal end. There were no reports of patient harm.